Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn 59140911 has been completed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. Additionally, ECG "a" and the front therapy electrode were missing. The root cause for the strained cable was excessive force. The root cause for the missing electrodes was physical abuse. There is no evidence to suggest that the damage to the electrode belt caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, patient received an inappropriate treatment event consisting of one shock. The patient was at home and not conscious at the time of the event. At 1:45:55 pm on (B)(6) 2017, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment was asystole. The post-shock rhythm was asystole. Oversensing of low-amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. There is no indication that the treatments contributed to the patient death, as the patient was in a non-treatable, non-life sustaining rhythm prior to the treatments.